Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.

Event description:
Report rec'd of air in the syringe. Reportedly, during pt use, contrast media was being drawn into the syringe. Air was also noted in the line of the monitoring kit. The syringe was replaced and the air purged from the line. The unspecified procedure completed. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.